Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a review for the stored data for this cardiac resynchronization therapy defibrillator (crt-d) was requested. Technical services (ts) was consulted and discussed stored data as well as programmed settings. Ts discussed adjusting the programmed settings for pacing rate. Additionally, noisy signals were noted for the left ventricular (lv) lead so lv sensing was programmed off. Tachy therapy delivery had been programmed off for this device but the reason for this was not mentioned. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. This report is been filled to clarify that tachy therapy delivery had being turned off at the patients request, with no issues or adverse effects reported regarding this request.

Event description:
It was reported that a review for the stored data for this cardiac resynchronization therapy defibrillator (crt-d) was requested. Technical services (ts) was consulted and discussed stored data as well as programmed settings. Ts discussed adjusting the programmed settings for pacing rate. Additionally, noisy signals were noted for the left ventricular (lv) lead so lv sensing was programmed off. Tachy therapy delivery had been programmed off for this device but the reason for this was not mentioned. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates tachy therapy delivery had been turned off at the patients request, with no issues or adverse effects reported regarding this request. This device remains in service. No adverse patient effects were reported.